Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed. The caller stated that the device was exposed to an MRI. The displacement test was performed and the test failed. Run the self test and passed. The customer's blood glucose reading at time of call was 215mg/dl. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.